Event description:
It was reported during an atrial fibrillation ablation procedure, a viewflex plus intracardiac echo (ice) catheter was positioned in the right atrium. The patient had a large heart that was displaced. The first ice catheter used had a kink in the shaft that affected appropriate steering of the device. This was replaced with another ice catheter. The patient's enlarged heart made visualization of the intra atrial septum difficult. The physician worked to obtain the correct imaging plane, but after 30 minutes, the physician decided to use transesophageal echo (tee) guidance to assist with the transeptal puncture. The tee images were as poor as the ice images. Eventually, both ice and tee were used to confirm correct needle position on the septum. Ice was used to evaluate for pericardial effusion and no effusion was noted at that time. Geometry was created and a non-sjm catheter was used to ablate around the pulmonary veins. The patient had a sudden drop in blood pressure. An echocardiogram showed a pericardial effusion. A pericardiocentesis was performed, 900cc of blood was removed and the patient stabilized. The procedure was terminated. The physician stated, he believed the effusion was related to the ablations and not to the transeptal puncture.

Manufacturer narrative:
One viewflex plus catheter was returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Testing confirmed image quality, temperature cut off, and tip deflection were acceptable. The viewflex plus catheter functioned properly. No manufacturing defects were noted. (B) (4).